Event description:
It was reported to gems that a reporter sent images from a seno 2000d acquisition workstation through a cannon review workstation using cannon pacs. View names displayed by a cannon workstation are completly equivalent to classical mammographic view names, but they use a different system of reference, based on patient orientation and not on laterality. This could result in a potential misdiagnosis. The customer is reminded that gems does not validate the use of unapproved review workstations for diagnosis purposes and that the customer would have full responsibility if they do so. There was no injury.